Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). As a result of this device confirmation, (B)(4) could not confirm the phenomenon that the angulation mechanism was stiff. Although the following irregularity was confirmed for this device, the causal relation with this case is unknown. Light guide lens: chip, stain. Objective lens: chip, stain. Bending section right angulation range: deviation from specification. Leakage testing: fail. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that perforation occurred in the patient body during the unspecified procedure using the subject device. The user facility complained that the angulation mechanism of this device was stiff. After that, the user facility completed the intended procedure using this device. The site where the perforation occurred, and the outcome of the patient are unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional informations and to correct the initial report. The subject device has not been returned to omsc but was returned to keymed (medical & industrial equipment) ltd. (Okm). As a result of this device confirmation by okm, although the following irregularity was confirmed for this device, the causal relation with this case is unknown. Leakage testing: fail. Objective lens: chip. Adhesive around objective lens: wear. Light guide lens: chip. Adhesive around light guide lens: wear. Distal end: wear. Bending section down and right angulation range: deviation from specification. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that perforation occurred in 2 patients ((B)(6) years old) during the unspecified procedure using the subject device. The user facility treated the perforation site by clips and administered antibiotics to the patient. After the patient was admitted for 3 days, the user facility conducted the x-ray examination before the patient was discharged, and confirmed that the perforation site was closed. The user facility reported that both patients were asymptomatic patients who are not rectal diseases. This is a report on a patient who is (B)(6) years old. (The other one is MFR no. 8010047-2018-00392).